Manufacturer narrative:
Testing of actual/ suspected device: a getinge field service engineer (fse) evaluated the iabp unit and to fix the issue, the fse checked logs, found compressor alarms, replaced compressor and temp sensor. Unit passed all functional and safety test per factory specifications. The iabp was than released to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) shutdown unexpectedly. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit, and was able to reproduce the reported issue. To fix the issue, the fse replaced compressor and temp sensor and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.